Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient reported experiencing symptoms due to safety mode pacing parameters. The physician opted to implant a leadless pacemaker system to provide pacing support, inhibiting safety mode pacing, which resolved the patient symptoms. The physician evaluated explanting the device that entered safety mode since the patient is being treated with chemotherapy and radiation, however, no explant procedure has been performed. No additional adverse patient effects were reported. This device remains in service.